Event description:
The pt had developed neurological deficits and excruciating pain. He was told he had transverse myelitis. He had pain near the implant and went to the ER where he collapsed and stopped breathing. The pt had a possible inflammatory mass seen on MRI. As a result, the pt was paralyzed from t9 down. Add'l diagnostic tests were ordered and pending at the time of this report. Add'l details are unk. Permission to contact the physician was denied.